Event description:
The customer alleged that the 7200 ae ventilator alarm sounded and the registered nurse checked the device for loose connections. Finding none, the registered nurse silenced the alarm then went to get the family as pt was a do not resuscitate. The alarm went off again and a nearby respiratory therapist responded and found a loose connection where the tubing connects to the filter. The pt then later expired that day within a short time frame. It is believed this action by the therapist corrected the original reported problem. The reporter states that the staff member did not follow protocol at the facility to provide alternate support to the pt while getting additional assistance. The reporter does not feel they need additional training and the staff has had re-inforcement of the accepted protocol for this type event. It is not verified that the ventilator had a loose connection, and no malfunction may have occurred. The reporter is calling for an evaluation of the device by an outside third party. Co has requested results of the device evaluation for the co records. The time line for the evaluation was expected to be within a week, if the holidays allow. At the time of filing this report, the device has not been evaluated and is not available for evaluation by the MFR. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.